Event description:
It was reported the wheel of a prismaflex machine was observed damaged during disinfection. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on-site by a baxter qualified technician. During visual inspection, it was found that the wheel burst. The reported condition was verified. The cause of the condition could not be determined. To resolve the issue the wheel was replaced, and the device was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.